Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the charger got overheated and it started to smell like it was burning. The patient's mother removed the hot adapter and the cord from the outlet. The patient's mother stated that she did not receive any damage from this when asked. The patient smelled burning.